Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed a bad lld spring, plunger clamp, and tip clamp. The fe replaced the lld spring, plunger clamp, and tip clamp.the fe performed checking procedures. All checking procedures passed.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).